Manufacturer narrative:
Device investigation narrative - one fast-fix 360 straight needle delivery system device 72202467 received. T1, t2 and suture are not with device. Device appears to be in used but good condition. A functional test supports that the device delivery system cycles normally. Root cause for this complaint symptom is unknown and can be neither confirmed nor disproved. No further investigation is warranted. (B)(4).

Event description:
It was reported that one of the fast-fix 360 straight implants pulled out of the tissue. Additional information received indicated that it was the t-2 implant that pulled out. A backup was available. There was a reported delay of less than 30 minutes. No patient impact or injury were reported.